Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The other two xience v stents are being reported under separate medwatch report numbers.

Event description:
It was reported that approximately 4 years post implantation of three xience v stents in the distal to mid right coronary artery (d-mrca), the patient experienced chest pain and shortness of breath due to in-stent restenosis of the mrca and drca. On (B)(6) 2011, the patient was hospitalized for balloon angioplasty and placement of a non-abbott stent to the restenosed stents. Also, a new lesion in the posterior descending artery was treated. There was no adverse patient sequela and on 1/21/11, the patient was discharged. Although requested, there was no additional information provided.